Manufacturer narrative:
Device evaluated by manufacturer: one device received without its original pouch. Distal tip damage and core wire were exposed. Visual inspection performed and the device presents a fracture located on the distal tip, approximately at 296.6 cm from the proximal end. Measurements were taken with a ruler and all outer diameter measurements are within the specifications. (B)(4) report results: failure occurred due to a bend cycle fatigue, no material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure a guide wire tip break occurred. Vascular access was obtained via the femoral artery. The 70% - 80% stenosed target lesion was located in a mildly calcified and non tortuous obtuse marginal branch (om). A non bsc stent was successfully implanted. The physician removed the stent delivery system and noticed the tip of the model-luge 300 guide wire was severed off and lodged in the proximal left anterior descending (lad) in the left main (lm) artery. In the opinion of the physician it was not believed that the stent delivery system contributed to the break of the guide wire. The model-luge 300 guide wire tip was snared out successfully. The physician felt there was nothing usual with the procedure and no resistance was felt. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during percutaneous coronary intervention procedure a guide wire tip break occurred. Vascular access was obtained via the femoral artery. The 70% - 80% stenosed target lesion was located in a mildly calcified and non tortuous obtuse marginal branch (om) .a non bsc stent was successfully implanted. The physician removed the stent delivery system and noticed the tip of the model-luge 300 guide wire was severed off and lodged in the proximal left anterior descending (lad) in the left main (lm) artery. In the opinion of the physician it was not believed that the stent delivery system contributed to the break of the guide wire. The model-luge 300 guide wire tip was snared out successfully. The physician felt there was nothing usual with the procedure and no resistance was felt. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).